Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have two (2) severely bent grips, causing them to be misaligned. The offset at the tips was 1.34mm. It was found on the grip tips. Additionally, the instrument was found to have a cracked molded insulator. There may be missing pieces, but not confirmation in size could be made. The grip base for the grip with the cracked molded insulator does appear to be bent. The complaint regarding the jaws were crossed was confirmed by failure analysis. The probable root cause can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the force bipolar jaws instrument were crossed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this particular instrument was opened onto the sterile field, and the scrub technician observed that the jaws were crossed. The instrument was immediately removed from the sterile field. The team in the room then contacted the reporter, who initiated the return process. To the best of the reporter¿s knowledge, the instrument was intact when received; no frayed or broken cables were observed, and no components appeared to be missing. The only notable issue identified was the crossed jaws. No patient information can be provided because the reporter does not know the identity of the last patient on whom the instrument was used or the specific procedure in which it was utilized. If such information had been available, it would have been included in the return request.